Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. However, pump error 63 alarm (variable info = 15) confirmed in the pump history due to twi interface on main/motor processor. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case (battery tube), battery tube threads-cracked and scratched case. In summary, customer alleged pump error 63 confirmed. Pump error 4 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 and pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported receiving a pump error. The customer was able to clear the error and complete the fill cannula delivery test. The error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.